Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced several low blood glucose events. The exact number of the customer's low blood glucose was unknown. However, the customer reported one of their low blood glucose event caused the customer to fall down a flight of stairs. The customer did not attribute their low blood glucose to the insulin pump. The customer stated they did not consume food, causing them to go low and to fall down the stairs. The customer declined to return the insulin pump for analysis.